Manufacturer narrative:
Other text: b5: additional information received by smiths on 29-jun-2021 via email: reported to have failed during testing and no patient involvement was reported. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing. The customer stated problem was duplicated. A cassette not attached properly error alarm emerged during the functional tests. Event history log was reviewed and the errors "cassette not attached properly" and "cassette damaged" were found multiple times. Mu showed a nonreactive dso (downstream occlusion) sensor, so dso was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
One cadd solis vip pump was received for evaluation. The event history log was reviewed and there were "cassette damaged" and "cassette not attached properly" messages. A cassette was attached to the pump to conduct a functional test which failed. This was also verified via mu status mode. A "cassette not properly attached" error alarm emerged during the functional test and the mu showed a nonreactive dso sensor. The dso sensor was defective and will be replaced to resolve the issue.

Event description:
Information was received indicating that the downstream occlusion sensor (dso) a smiths medical cadd solis vip pump was inoperable and stuck at approximately 131mv. There was no reported adverse event.